Event description:
The clinician reports the implant was inserted 2019-03-15 in fdi 36. On 2019-09-06, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.